Event description:
Boston scientific crm received information that during the attempted implantation of this right ventricular defibrillation lead, this patient developed a hemothorax that resulted in a pleural effusion. The procedure was aborted and the lead discarded. The patient was hospitalized. No other adverse patient effects were reported.

Manufacturer narrative:
The patient was later discharge to home and another procedure will be performed at a later date. Because the lead was discarded following the implant procedure, it will not be returned for analysis. No additional information is available. If any additional information does become available, this report will be updated.